Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing high, out of range hv impedance. Patient was asymptomatic. Patient was stable before, during and after the event.